Manufacturer narrative:
The insulin pump had no button response and button error alarm due to corroded keypad traces. Moisture damage was noted on the electronic assembly. It also had a cracked reservoir tube lip, scratched display window and cracked case near display window corners noted during visual inspection. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that the insulin pump was exposed to moisture and alarmed button error. Customer's blood glucose value is unknown. The insulin pump was replaced and returned for analysis.